Event description:
The dr whom I have been going to since 1998, told me he could no longer see me due to all I have is medicaid and he was not making money off me, he has had me on prednisone going on 21/2 years, had an oxygen machine put in my home, well, just had it taken out today. Before had three ultrasounds done on my heart in his office, reason because he lost the first two. Then when I asked for my medical records, wanted money. If I had that kind of money would not need to be on medicaid. When I went for my medical records I asked him again why he no longer wanted to be my doctor, his reply was, I was using crank and marijuana-reefer-cause I had lost weight. When he wrote prescriptions for "pherthermine" 37.5 to lose weight? Never have been drug tested for this doctor. This doctor has really stressed me out, have been put on medication for. All I wanted was my records, I am sure there are better doctors than this one. Been told have copd, was put on prednisone, from this doctor back in 2007, here that you cannot just stop taking this medicine, you have to be tapered off, also along w/oxygen. Now doctors can turn in pts. Maybe doctors are the real reason we have a health problem, should check the doctors out, not just for pain medicine.